Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited non-capture at high output and pulse width. Additionally, the rv lead exhibited high impedance measurement. The rv lead was removed and replaced. The patient was in a stable condition.